Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter received an insulin flow blocked alarm while delivering a bolus. Customer's daughter at the time of the incident was 21.8 mmol/l. Customer's mother reported that this is a recurring alarm. Troubleshooting was conducted during the call and it was determined that a bent infusion set cannula may have been the cause of the insulin flow blocked alarm. The customer's mother replaced the infusion set and delivered a bolus without receiving the alarm. No product is expected to be returned.